Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was able to confirm that the cartridge was empty in the pump history. The customer acknowledged that they forgot to change out their empty cartridge when they should have which led to elevated blood glucose (bg) displayed as ¿high¿; however, a specific value was not provided. Reportedly, a new cartridge was loaded and elevated bg was addressed by a correction bolus via the pump.